Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, auto mode switch (ams) due to atrial lead noise was observed. The episodes were less than one minute. The noise was reproduced with isometric testing and with tapping of the device. Programming changes were made. The patient was stable and being monitored.